Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The insulin pump was received moisture damaged at motor assembly. The insulin pump was received with minor scratches on display window and cracked reservoir tube lip.

Event description:
The customer reported that the reservoir stuck in the insulin pump. The customer's blood glucose level was 218 mg/dl. The customer was advise to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The insulin pump will be replaced. The customer also reported the blank display on the insulin pump. The customer was advised to insert new aaa alkaline battery in the insulin pump. The customer states that the display is flushing.